Event description:
The patient's implant was explanted due to infection.

Manufacturer narrative:
The ipg passed visual, mechanical and electrical tests performed. A review of the sterilization records for the explanted device was completed and no anomalies were noted. This is the final report.